Event description:
It was reported that approximately five years post port placement, the physician noticed swelling at neck during the flush. It was further reported that a fluoroscopy examination demonstrated that catheter was allegedly fractured. Reportedly, the device fragment was allegedly found between hepatic vein and pulmonary trunk. The port was removed. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port and a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation, and the identified dent in material, deformation and wear issues, as a circumferential split was noted approximately 4.9cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 5.8cm from the distal end of the cath-lock that was elliptical in shape. A compound break was noted on the proximal end of the distal catheter segment. The edges of the circumferential split were noted to be smooth and sharp. The edge of the complete circumferential break on the proximal catheter segment was noted to be rounded in one region and jagged in another. The proximal complete compound break on the distal catheter segment appeared finely granular and sharp in one region and rounded in another. However, the investigation is inconclusive for the reported migration and swelling issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2018), h11: h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 04/2018.

Event description:
It was reported that approximately five years post port placement, the physician flushed the port and noticed swelling at neck. It was further reported that fluoroscopy examination demonstrated that catheter fractured at neck site and fragment was migrated in between hepatic vein and pulmonary trunk. The port was removed. The patient was reportedly stable.